Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the non-calcified, unspecified vessel, the armada 14 balloon dilatation catheter (bdc) was inflated at the lesion three times when the balloon ruptured at unspecified atmosphere (atm). The bdc was removed from the anatomy without issue and a different device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed as the balloon was able to be fully inflated and held pressure at 14 atmospheres. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information provided and analysis of the returned product, a conclusive cause for the reported difficulties could not be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.